Event description:
Caller reported that the control-iq system was not adjusting insulin delivery as expected, resulting in the customer's blood glucose dropping to 53 mg/dl. Customer consumed carbohydrates to resolve low blood glucose level. Technical support educated the caller about the system's functionality and its predictive adjustments based on continuous glucose monitoring readings. It was noted that the total daily insulin (tdi) was incorrectly programmed, and the caller was informed about the importance of accurate tdi settings. The control-iq system was confirmed to be active, and the caller understood the explanation, yet did not fully acknowledge that the system was functioning as intended.